Manufacturer narrative:
Correction: d1. Additional information: d4, d9, g4, h3, h4, h6, h11. H4: the lot was manufactured between april 10, 2023 - april 11, 2023. H11: the actual device was received for evaluation. Visual inspection was performed, and the reported issue of leakage was not easily identified by initial visual inspection. Functional testing of sample was performed, and a leak was identified from the spike port bonding area on the returned sample. The reported condition was verified. The cause of the reported condition could not be determined; however, most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seven (7) exactamix 2000 ml eva tpn bags leaked during set up. There was no patient involvement. No additional information is available.